Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - patient is seeking legal action. Update: (B)(6) 2014- sales rep reported revision surgery. Patient was revised to address pain. This complaint was updated on: (B)(6) 2014. Update rec¿d (B)(6) 2014 - medical records received. Patient revised to address elevated metal ion levels. Upon revision, osteolysis, cloudy yellow fluid and corrosive changes on the trunnion were noted. The stem and sleeve are being added to the complaint. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.